Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Event description: the device started to work and suddenly became out of order during the tests. The reported event was confirmed as the service evaluation revealed the device has no function at all. The console will be returned to the vendor for further service.

Event description:
It was reported that the device is out of order/ burned while tested. There was no harm or adverse event for patient, operator or third party reported. No further information received. Update, 15-sep-2021 sac. Received further information that the device started to work and suddenly became out of order during the tests. The device started but nothing appeared on the monitor right after.